Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
During transit/hospital receiving, one of the simplex containers broke and got on some of the other packages of simplex as well.

Manufacturer narrative:
An event regarding packaging damage involving simplex bone cement with tobramycin was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as no devices were returned and no photographs were provided. Medical records received and evaluation: not performed as there was no patient involvement. Device history review: review of the batch manufacturing record indicates that this batch was manufactured and shipped to stock with no reported discrepancies. Complaint history review: review determined that there were no other similar reported events for the lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device return and/or photographs are needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
During transit/hospital receiving, one of the simplex containers broke and got on some of the other packages of simplex as well.